Event description:
A (B)(6) man undergoing shoulder surgery rec'd a skin tear during removal of the drape. The skin tear was estimated to be 4 x 5 cm. The wound was deep and had to be sutured.

Manufacturer narrative:
The device was not returned to the MFR. Often fragile skin or elderly skin can tear if the drape is not removed carefully.